Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" (specific value was not provided) with small ketones. Cause was not known. Reportedly, due to the elevated bg, the customer fell. The customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.